Event description:
The nurse reported an error message occurred. The system was switched out and the case was completed. There was a delay of just over an hour. There were no cancelled cases. Multiple attempts have been made for further information on the event and patient status with no response.

Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the error message reported. A broken footswitch cord was found. The customer declined to have it replaced. The system, footswitch, and remote are returning for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.